Event description:
The unit burned. Co's inspection revealed that the heater wire had dislodged. There were two 2" diameter burn holes through both sides of the pad and cover. No deaths or injuries were reported. This is a very unusual and infrequent situation. Discussions with the user indicate that the pad was insulated by towels on both sides of the device. While this is not entirely contrary to instructions, the towel between the pad and user's skin provided a buffer that allowed this larger-than-normal-burn diameter to occur prior to detection of a malfunction, which otherwise would have occurred, (i.e., detection) sooner and with less damage to the device as a result of the malfunction.